Manufacturer narrative:
Device issue with inomax dsir (B)(4). The device investigation was completed on 07-dec-2015. The regional service center (rsc) service log review revealed a failed nitric oxide (no) cell alarm which immediately followed a failed low no cell calibration with low point: 2113 counts. Elevated low point counts during the low calibration are consistent with a misbehaving no cell with the elevated counts. The rsc also did not experience the reported complaint of a failed no cell alarm at boot-up, but replaced the no cell as a precaution. Although identified in the service log, the rsc did not experience a df alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no sensor - cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4). The device was on a patient at the time of the event. There was no impact or harm to the patient reported. The rt reported a failed nitric oxide (no) sensor with inomax dsir (B)(4). Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.